Event description:
It was reported that customer pump screen was broken, with touchscreen cracked, unreadable, and unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return device and received replacement pump, and no additional information was received regarding any further actions or outcome of event.